Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of pain, discomfort, soreness, dysfunction, and loss of range of motion, surrounding bone/tissue damage and elevated metal ion levels. Review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2007. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." It states: "intraoperative or postoperative bone fracture and/or postoperative pain." It states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (0001825034-2013-00613 / 00615).